Event description:
Per the clinic, the device was explanted on (B)(6) 2012, for unspecific reasons. The patient was reimplanted with a new device during the same surgery. The manufacturer became aware upon receipt of the explanted device on (B)(6) 2012. Additional information has been requested but has not been made available as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2012, due to migration of the implanted device. This report is filed (B)(4) 2012.

Manufacturer narrative:
This report is filed (B)(4) 2012.